Event description:
Initial result for a pt prolactin ws 78. When tested on another instrument, the result was 4.9. The incorrect result was not used to guide therapy. The issue was attributed to a sample specific effect, but no sample was provided to evaluate.